Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous left main trunk. This 6.0 /20/153 maverick xl balloon catheter was selected for post-dilation of another manufacturer's stent. The balloon became ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.